Manufacturer narrative:
Upon further investigation of the patient sample, an interfering factor to components of the reagent was confirmed. This most likely caused the low ft4 ii and ft3 iii results. These specific interferences are addressed in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that they got results less than the measuring range when testing a patient with elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) reagents on a cobas 8000 e 602 module. No specific results were initially provided. The patient¿s tsh result was normal. The customer ran thyroid tests on an architect instrument. Based on the data provided, erroneous ft3 iii and ft4 ii results were identified between the e602 module and the architect instrument. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. The ft3 iii result from the e602 module was 0.260 pg/ml. The result from the architect was 2.7 pg/ml. The ft4 ii result from the e602 module was 0.233 ng/l. The result from the architect was 9.5 (unit of measure not provided). No adverse event occurred. The e602 module serial number was (B)(4). The customer thinks there may be an interference of ruthenium or biotin in the patient sample.